Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device including the diagnostic log in the memory log. Se could not duplicate any malfunction. The se found the breath delivery (bd) cable was not secure to the side panel unit. The bd to graphical user interface ( gui) cable was replaced. The ventilator passed all the required testing.

Event description:
It was reported that the patient was transferred to another ventilator due to a malfunction. The patient was not harmed or injured as a result of the event.